Manufacturer narrative:
The suspect frame was returned to the manufacturer for evaluation and the issue was confirmed. The attachment arm was broken. The hardware investigation was completed and this issue was found related to a hardware issue and was documented in a hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that while outside of procedure, the navigation air frame had a loose connection between frame and arm. There was no patient present at the time of the issue.